Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D9: device availability and return date were updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 67. H10: narrative/data was updated. Zimvie received the reported implant for evaluation. Visual evaluation was performed. Implant was returned with no damage that would cause or contribute to the event. Measurements match drawing. DHR review was completed for the subject lot number 1224533. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1224533 for similar events and one other complaint was identified. Per the applicable IFU, improper technique can cause bone loss, patient injury, pain and implant failure. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was external factors or possibly user caused. Therefore, based on the available information, device malfunction did not occur. The implant was returned with no damage that would cause or contribute to the event. The reported event could not be verified as the exact details of event were unknown/unverifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). G4: additional PMA/510(k) number ¿k101880 . Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient complained of swelling and increasing pain the week following implant placement at tooth location #30. The doctor scaled around the implant area and flushed the implant area out with surgical access four (4) days prior to implant removal. It still did not improve and symptoms were progressively getting worst. The doctor felt that the patient most likely developed compression necrosis and it was determined that the implant needed to be removed. Symptoms as a result of the event: pain & edema.